Event description:
The affiliate reported the customer alleged approximately one hundred (100) milliliters of unknown fluid leaked from the liquid waste containers, left side of the instrument involving unicel dxi 800 access immunoassay system. The customer stated the leak was discovered during removal of the waste containers and verification of quick connect fittings seating. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and a laboratory coat during troubleshooting and noticed the top of the waste compartment was wet. The customer stated the instrument was in operation and no erroneous results were generated. The customer retested one sample with a reproducible thyroid-stimulating hormone (tsh) result of 14 uiu/ml only due to the patient's historical elevated tsh results. The customer indicated there were no system error messages. The customer used an absorbent patch to contain the fluid. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the leaks originated from the waste transfer pump area. The fse cleaned up the surface on the fluidic drawer and on the floor with household bleach. All contaminated materials were disposed in the biohazard container. The fse checked the waste transfer pump tubing and noticed the peristaltic pump tubing had a hole and was split at the waste exit end. Analytical operation of the instrument was not affected. The fse noted the customer was aware of the fluid leak and did follow the laboratory spill handling procedure. The fse replaced the waste transfer pump tubing, prime the system, and verified there was no new leak. The fse performed system check tests, which passed successfully. The fse tested controls for all on board assays and results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).